Event description:
Tyshakii 12 mm x 2 cm balloon inflated to maximum 3.5 atm, ruptured. Appeared circumferential rather than longitudinal at the distal third of balloon; everting the remnant into the pulmonary artery. Retracted balloon into sheath, felt like it was completely in sheath, removed proximal 2/3 through sheath. Remainder of balloon felt to be lodged in right femoral vein. Attempted to remove venous sheath, and noted the inner core of balloon was still protruding though the skin, as sheath retracted, this portion separated from the portion in the sheath. Vascular did a cut-down with venotomy to remove remainder of balloon.